Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a hip arthroscopy, a serum leak was noticed when connecting to the dyonics tube set. A 2-hour surgical delay was reported. The procedure was completed with a backup device and no further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a hip arthroscopy, a serum leak was noticed when connecting to the dyonics tube set. A delay greater than 30 minutes was reported. The procedure was completed with a backup device and no further complications were reported.